Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: thirteen (13) actual samples and twelve (12) sample photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there were separations between the tubing and chamber. It was also noted that there were separations between the tubing and flow regulator. The actual samples were visually inspected, and it was noted that there were separations between the tubing and drip chamber. Dimensional analysis and ir spectrophotometry testing were performed on the tubing and drip chambers, and the components were determined to be within the design specification and adequate interface between the components were present. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixteen (16) flow regulator sets had separated components; the connection between the "mephius dropper" (drip chamber) and infusion tube was loose or the connection between the regulator (control-a-flo) and tubing was loose. This occurred before patient use. There was no patient involvement. No additional information is available.